Event description:
A customer reported receiving a minimum fill notification while attempting to reload a cartridge on their insulin pump, even though the cartridge still had 80 or more units of insulin remaining. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through cleaning the pump and trying both the original and a new cartridge, but neither resolved the issue. It was determined that the pump needed replacement due to the recurring nature of the problem. Technical support arranged for a replacement pump to be sent, confirmed shipping details, and informed the customer about programming the new pump and using backup insulin delivery through mdi. The customer was instructed to return the defective pump.